Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the arrows are not always responding to the presses. It was also reported that there is no water exposure to the pump and the keypad is intact.